Event description:
It was reported the patient's ipg pocket site is painful when he sits due to the pocket location. The ipg also moves around the pocket. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.